Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide kidney biopsy procedure via normal density tissue using the maxcore. During the procedure, the outer cannula of the device failed to fire. Further it was reported that firing button bit stuck but still can be pressed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided and reviewed. All the three photos show one maxcore disposable core biopsy instrument with the protective tubing; both the slides are in initial position. All the three photos are taken in different angles. The product's labelling information also noted in all three photos, which matches with the tw details. Based on the photo review, the reported failure to fire event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device expiration date, unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, the outer cannula of the device failed to fire. It was further reported that the firing button stuck but still can be pressed. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.